Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Correction: customer did not treat a low with manual injection/insulin pen. Customer did not go to the hospital, including the emergency room.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Reviewed the pump history file for pump error(s)/alarm(s) on the event date (B)(6) 2020 and found on (B)(6) 2023 at 21:54:25.000 nodeliveryafterestimatezero (8) - during bolus. E/a alarm unspecified - found no delivery alarm on the event date (B)(6) 2020 in the pump history file. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump was received with cracked keypad overlay at the select button, scratched keypad overlay and pillowing keypad overlay. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, and cracked case at corner of the belt clip rail. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 08:38:00.000, alarmalertnotification (40), faultnumber: lostsensor1alert (780); (B)(6) 2023 08:54:00.000, alarmalertnotification (40), faultnumber: lostsensor2alert (781); (B)(6) 2023 09:04:00.000, alarmalertnotification (40), faultnumber: lostsensor2alert (781); (B)(6) 2023 21:42:35.000, alarmalertnotification (40), faultnumber: nodeliveryafterestimatezero (8) - during bolus; (B)(6) 2023 08:38:27.000, alarmalertnotification (40), faultnumber: nodelivery (7); (B)(6) 2023 21:54:25.000 alarmalertnotification (40), faultnumber: nodeliveryafterestimatezero (8) - during bolus. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alarm noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lostsensor1alert (780) not confirmed. Nodeliveryafterestimatezero (8) - not confirmed. Nodelivery (7) - not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. E/a alarm unspecified (referencing insulin flow blocked alarm/no delivery alarm)- not confirmed. Cosmetic damage was confirmed at front of the pump (keypad overlay). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump errors and must be restarted and the middle button was cracked. The customer was taken to the emergency room, admitted to the hospital, and treated with a manual injection/insulin pen. Troubleshooting was not performed and  it was unknown whether the insulin pump was used within 48 hours and  it was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will discontinue the use of the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.